Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. An explantation aid was still inserted in the leads body. The performance of the lead was scrutinized, including a visual and mechanical inspection. 17 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region the inner conductor coil and insulation were found fractured. This damage is assumed to be the root cause of the clinical observation. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages like the cuts into the insulation 6 and 12 cm distal to the is-1 connector pin, the 32 cm distal to the is-1 connector pin with cuts and deformations damaged and ruptured insulation, the 45 cm distal to the connector pin damaged and stretched outer conductor coil as well as the stretched and deformed fixation helix most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was explanted due to fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.